Event description:
Information was received indicating that a smiths medical pump was implicated in an issue with a patient. The patient is in the hospital having just had tube replacement. Wife has had a call from the ward this morning to say that they have no idea how to deal with the pump. Normally removed at 22.00hrs but has been left running throughout the night and patient has also been given his usual overnight medications. Family are now on their way to the hospital to assist but are concerned to set up this morning's treatment if the patient has been over medicated. Duodopa pump left running overnight on hospital ward, patient over medicated this morning, hyperactive. Pump stopped until patient settles down. Ward staff have the duodopa material with step by step instructions for the morning and evening routine and pt's wife has explained the procedure to some of the ward staff yesterday. The pt's wife is meeting with a senior member of staff today, advised her to pass on the helpline and contact number of abbvie personnel who took the call.